Event description:
Initial reporter indicated that while performing a system diagnostic test, their patient fainted. Good faith attempts have been unsuccessful to date in obtaining further information about the reported event.